Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. In this case, the valve was explanted 10 months post tavr procedure due to late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by implant patient registry, the patient received a 23 mm sapien 3 ultra valve. The valve was explanted 10 months, 2 days post procedure. Per follow-up with the valve clinic coordinator, the patient's 23mm sapien was explanted due to endocarditis and a 19mm inspiris was placed.

Event description:
As reported by implant patient registry, the patient received a 23 mm sapien 3 ultra valve. The valve was explanted 10 months, 2 days post procedure. The reason for the explant is unknown.

Manufacturer narrative:
An intervention of a valve to treat would most likely be either requiring a second valve within the first or explant of the thv valve. The reason for intervention of a thv valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. These events are considered a serious injury. If additional information is obtained, the code and decision tree will be re-evaluated. The device is explanted for unknown reasons. Although there are multiple roots causes, these cases are not reportable unless there is evidence of a reportable device related malfunction & within 7 years post implantation. Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the explant were requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve 10 months 2 days post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.